Manufacturer narrative:
The device remains implanted. The investigation is ongoing.

Event description:
The healthcare facility reported endophthalmitis after an intraocular lens (iol) implantation. Additional information was requested.

Manufacturer narrative:
Additional information: b4, g3, g6, h2, h6 and h11. Based on the available information the root cause of the event could not be conclusively determined. Bausch + lomb will continue to monitor for similar occurrences.